Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that visual grooves on the inner lower cover of the gantry were caused by the bed being pressed against the gantry. It was reported that the medtronic representative suspected the pressure was sufficient to lead to the groove formation and the reported issue occurring. The imaging system then passed the system checkout and was found to be fully functional. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system terminated a 3d image acquisition halfway through. The surgeon opted to complete the procedure without the use of the imaging system. It was reported that the site opted to use a c-arm to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: UDI provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information received and updated. If information is provided in the future, a supplemental report will be issued.